Event description:
It was reported that during interrogation, the device gave an alert that the charge time limit had been reached. While charging the capacitor manually, telemetry was lost. There was also an alert for patient data e rror. The device had been exposed to radiation therapy approximately 12 months previous.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field event of loss of communication during charging and extended charge time was verified in the laboratory. It is believed that a damaged hybrid component caused a high current drain during charging, resulting in a low battery voltage during the charge, and subsequently, the loss of communication. The reported alert for patient data error was not reproduced during analysis and the cause of which remains undetermined.